Event description:
It was reported that the jacket was difficult to retract. The jacket guard caught at the second set of graft markers, and it was not possible to position the balloon for deployment of the superior hooks. In an attempt to provide guide wire/dilatation balloon access to deploy the superior attachment system, the contralateral attachment system was deployed. Redundant graft material prevented advancement of a guide wire past the trunk. The capsule on the ipsilateral side was retracted, the hooks deployed, and the device was dismantled and removed. Standard surgical repair was performed.